Event description:
Surgical hysterectomy for patient with early stage endometrial cancer using alexis contained extraction system for removal of uterus. The bag apparently broke with morcellated pieces of uterus spilling. Though risk deemed low for intra-peritoneal spread, there is no way to be sure. In light of that, decision was made to add vaginal brachytherapy (radiation) to treatment plan, which was not part of the initial treatment plan. Examination of the bag reveals the area that broke appears to indicate stretching at the seam.